Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report permanent out of range signal on (B)(6) 2014. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the receiver failed confirming the reported event. A CAPA has been initiated for this issue.